Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2018 from a physician. This case concerns a (B)(6) male patient (married) who received treatment with synvisc one and the same day patient had left knee pain and swelling, which appeared to be a reaction to the synvisc-one injection, likely an allergic-type reaction; after few days the patient experienced definitely feeling a lot of difficulty trying to flex or extend his knee/holds the knee at about 20 degrees of flexion and has difficulty getting to full extension, having difficulty bearing weight, even with crutches/knee had gotten a little bit worse, not a rapid progression in his pain or symptoms, but definitely feeling a lot of difficulty with weight-bearing, aspirated 100 cc. Of blood-tinged synovial fluid/bloody effusion, injury to left knee/ reinjured right knee, accident, twisted leg; after unknown latency patient had improvement in motion; also, device malfunction was identified for the reported lot number. No medical history, past drug, or concurrent condition was provided. Concomitant medications included losartan potassium (losartan) and budesonide (pulmicort). Patient was allergic to penicillin and antibiotics. Patient did not had alcohol intake, tobacco and recreational drug use. On an unknown date in (B)(6) 2017 (at about 2 o clock in the afternoon), the patient initiated treatment with single intra-articular synvisc one injection, once (dose and indication: unknown) (batch/lot number: 7rsl021; expiry date: 31-may-2020) into left knee. Patient felt pretty good leaving the clinic. It was reported that the same day (in the night), the knee started getting pretty achy and sore. Patient felt the knee felt swollen and stiff. Patient slept with a pillow underneath the knee and he was continuing to have increasing pain. The pain was getting pretty severe and feeling a little bit warm. On (B)(6) 2017, the patient met with an accident resulting in twisted leg and got out of car through passenger door (latency: few days). On an unknown date in (B)(6) 2017, the patient had injury to left and re-injured right knee (latency: few days). Patient was having difficulty bearing weight, even with crutches (latency: few days). Patient was prescribed paracetamol (tylenol) which helped him with sleep last night, but later in the morning patient felt like the knee had gotten a little bit worse, not a rapid progression in the pain or symptoms, but definitely feeling a lot of difficulty with weight-bearing as well as trying to flex or extend the knee (latency: few days). It had been slightly warm to the touch without significant erythema. Patient did not had any fever, chills, chest pain, shortness of breath, nausea or vomiting. It was reported that the left knee does had a significantly tense effusion present. Patient held the knee at about 20 degrees of flexion and had difficulty getting to full extension, but patient could get to about 10 degrees of flexion as the pain was too exquisite. Patient later flexed up to just about 90 degrees and then it felt very tight and very uncomfortable. In mid-range, it does not cause significant increase in the pain, but patient does had just a general underlying achiness. Further stated, the skin was mildly warm to the touch, but was not significantly erythematous and he had good sensation distally. Calves were supple and non-tender. Dorsalis pedis and posterior tib pulses were 2+ and brisk. Patient had good dorsiflexion/plantar flexion and great toe extension strength. The injection site was evident, but did not had any erythema, warmth, drainage or radiating serpiginous erythema from this injection site. Under normal sterile protocol, physician aspirated 100 cc. Of blood-tinged synovial fluid (latency: few days). It did not appear purulent or cloudy in nature. No sign of loose fragments. Patient tolerated the aspiration well. The knee was wrapped with 6 inch ace wrap. Patient was ambulatory upon leaving the clinic with much improvement in his pain and motion. Corrective treatment: crutches and paracetamol (tylenol) for having difficulty bearing weight, even with crutches/knee had gotten a little bit worse, not a rapid progression in his pain or symptoms, but definitely feeling a lot of difficulty with weight-bearing; naproxen for injury to l knee/ reinjured r knee and twisted leg and paracetamol, aspirated 100 cc. Of blood-tinged synovial fluid for left knee pain and swelling, which appears to be a reaction to the synvisc one injection, likely an allergic-type reaction; not reported for rest outcome: unknown for all an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: disability for having difficulty bearing weight, even with crutches/knee had gotten a little bit worse, not a rapid progression in his pain or symptoms, but definitely feeling a lot of difficulty with weight-bearing and device malfunction pharmacovigilance comment: sanofi company comment dated 08-feb-2018: this case concerns a patient who received treatment with synvisc one injection from the recalled lot and later experienced to have joint range of motion decreased, weight bearing difficulty, aspiration of 100 cc. Of blood-tinged synovial fluid, mobility decreased, knee injury, motor vehicle accident, twisted leg and allergic reaction comprising of left knee pain, left knee swelling, joint stiffness, joint warmth, effusion (l) knee, and discomfort in joints. Temporal relationship can be established between the events and the suspect product based on the available information except for the events of knee injury and twisted leg which occurred as result of the accident. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, pharmacological plausibility of the events (except for knee injury and twisted leg which occurred as result of the accident) to the product cannot be excluded.